Event description:
Pt was recovering from routine right hepatic artery sir-spheres administration when pt had witnessed 3-4 minute grand-mal seizure. 24 hours after the event there was no etiology identified. Pt also had a 30 minute grand-mal seizure 11 hours after the sir-spheres administration. Treatment of events symptomatic.